Event description:
A customer reported to baxter us an issue with one (1) clear link set, in which dark particulate material was observed in the tubing/buretrol on an unknown date. There was no reported patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.